Event description:
Reporting status: malfunction. Reporting rationale: tip separation has caused or contributed to pt injury previously. Device issue: tip separation. It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The device could not pass the right coronary and when trying to withdraw the device, there was high friction with the guiding catheter. The catheter appeared to be trapped. It was pulled energically and when it was outside the pt the fx minirail was observed to be broken in two pieces. First the catheter shaft was removed and then the tip was removed on the guide wire. There were no pt effects. Another co's balloon catheter was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering review of this event has not been completed at this time. Results and conclusion will be forwarded upon completion. Evaluation summary: quality assurance revealed that the catheter was returned with blood visible in the balloon and lumen. There was no contrast visible. The balloon was loosely folded. The guide wire lumen was ovaled and stretched. There was a scraped on the balloon at the proximal end of the guide wire lumen. There was 30.5 cm of lumen including the balloon and tip, which was returned separated. The separated edge of the lumen was jagged. The lumen was stretched and the integrated guide wire and markers were not returned. There was a kink in the shaft of the catheter, 99 cm distal to the hub. No other damage was noted.